Event description:
It was reported that the patient was hospitalized for chest pain. During the device interrogation, the right ventricular lead threshold was high. The doctor repositioned the lead successfully. The lead is still in use. No patient complications have been reported as a result of this event. The patient is enrolled in the (B)(6) study.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.